Event description:
The customer reported that the forceps elevators on her evis exera ii duodenovideoscope were not moving down at all during a procedure. According to the initial reporter, the instrument would not exit the scope. The procedure was completed by changing out the scope altogether. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was partially confirmed. The forceps low elevator was rising. Additionally, the unit failed the leak check due to a leak between the c-body and c-cover. The distal end adhesive was cracked. The light guide lens was cracked. The insertion tube had multiple buckling points. The switches were only intermittently working. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue and that the subject device was shipped in accordance with shipping specification from the factory. The event was not due to device design. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that physical stress damaged the forceps elevator mechanism, which may have cause the forceps movement to worsen. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "perform a leakage test on the endoscope after each precleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic spyglass case.